Event description:
A customer contacted baxter's technical service center to report having a system error 2240 (air in line) alarm with the homechoice (hc) machine during fill 2 of 3. The technical service representative (tsr) was unable to determine how the hc detected air. The tsr assisted the home patient (hp) with opening the cassette door. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with the cassette that was in use that may have caused the alarm to occur. The hp advised that he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported. Per the call script, the patient was connected at the time of the alarm and the patient did not disconnect prior to the alarm. All the bags were properly spiked and connected. There were no extension lines used and there were no open clamps on any unused supply lines. Per the customer there was nothing unusual noted about the supplies.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined.